Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the submitted pfcmod disposable hexbit 2.5mm confirmed fracture consistent with overload, indicating a torsional load was applied exceeding the ultimate strength of the material. The material hardness was checked and found to meet drawing specifications. No evidence of material defects was observed that could have contributed to the fracture of the wobble bits. The root cause of the torsional load is unknown. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
3 hexbits broke during assembly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.